Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that there was traces of liquid on the touch screen. The fse replaced the touchscreen. Functional and safety checks performed, the device is now working.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) surface of the display was dirty (water stains), maybe some water got into the display because in some points it was not precise. Had to press 1/2 cm above the button that is wanted to press, in this condition it is impossible to do a new touch screen calibration and after three attempts don't work anymore. There was no patient involved.